Event description:
It was reported that during a laparoscopic appendectomy, the generator when switched on, only the backlight lights up and nothing displayed on the screen and the front panel is deactivated. There was no pt consequence.

Manufacturer narrative:
Evaluation summary: based on analysis results, this complaint is now determined to be a MDR malfunction. The unit was returned to the international service center. Based upon the inquiry info received, visual and functional examination, the customer complaint was confirmed. The generator printed circuit board was replaced to correct the issue. After servicing, the unit passed all qa functional testing. The unit has been returned for service prior to this event, therefore, no service history review can be done. Complaint info is trended on a regular basis to determine if further investigation is warranted.